Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral procedure. Reportedly, when being advanced into the anatomy, the proglide device broke but stayed intact at the connection of the proximal and distal guide. There was resistance noted during insertion and removal of the device. The proglide was removed and hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported guide break was confirmed. In addition, analysis found a posterior foot break. The detached foot was not returned with the proglide device. The reported difficult to insert into the anatomy and difficult to remove the closure device could not be replicated in a testing environment as it appears to be related to procedure circumstance. The investigation determined the reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.